Manufacturer narrative:
This follow-up is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. The fractured tasp component in this complaint was manufactured before the design modification. DHR was reviewed and no discrepancies were found. The investigation results concluded that the reported event was due to a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured. No adverse events have been reported as a result of the malfunction. No patient involvement.